Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion intervention required) and myalgia ("muscle pains"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage and myalgia had not resolved. The reporter provided no causality assessment for genital haemorrhage and myalgia with essure. The reporter commented: she had the implant inserted in (B)(6) 2016 and removed several months later. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-jan-2022. The most recent information was received on 21-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion intervention required) and myalgia ("muscle pains"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage and myalgia had not resolved. The reporter provided no causality assessment for genital haemorrhage and myalgia with essure. The reporter commented: she had the implant inserted in (B)(6) 2016 and removed several months later. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.